Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm dislodgement as evidence from the field and product analysis were insufficient to verify dislodgement. Moreover, the lead tip appears intact and undamaged. Further, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.